Manufacturer narrative:
.

Event description:
It was reported that the pulse generator exhibited noise on the atrial channel. The patient was in good condition and the device remained implanted.

Event description:
New information notes that the pulse generator continued to exhibit noise along with out of range impedance, during follow up. The patient was in good condition and would be monitored with routine follow ups.